Manufacturer narrative:
Two welded areas fractured on both sides of a spring arm tube. These welds adjoin mating parts. Upon examination the weld was found to be okay although, it was assessed that excessive force was exerted on the part to cause this type of fracture. The spring arm has been replaced at the customer site and the surgical light was repaired and is functional.